Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. It was reported that the cause of death is unknown. It was noted that the pulse generator system had a flaw. No additional information was reported. Additional information was requested but not received.